Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was not known. No significant events leading to the alarm were recalled. Customer had also received failed battery test alerts. During troubleshooting, the battery cap contact was cleaned, a new battery was inserted, and customer did not receive another failed battery test alert. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. No unexpected battery alarms were noted. The buttons functioned properly. No button error alarm was noted. However, traces of moisture were noted at the keypad traces. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.